Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The illuminator was replaced to correct the issue. The system was tested and verified as ready for use. Isi received the replaced illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the reported event. The lamp module was not returned inside the unit, and the fuse on the top was not working. When reviewing the remote error log, there are several informational code (B)(4) errors due to illuminator communications failure. The illuminator was installed on the pca test system and failed with errors 297 and errors (B)(4). The illuminator would also not turn on. There was no output voltage after checking the power supply. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's error logs for the reported procedure date was conducted by fse. Logs confirms the occurrence of the error fault on the reported event date matching the documented event details. A review of tableau report was performed. Per the review, the following was confirmed: system (B)(4), event date: (B)(6) 2022, console surgeon and procedure name/category. This complaint is considered a reportable event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup/third-party illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system displayed informational code 297 and the illuminator power led was not lit. The customer received phone assistance from the technical support engineer (tse). Tse was informed by the customer that they had power cycled the system and the issue persisted. Onsite was not connect and the logs were not available. The illuminator power switch was on. The tse recommended powering off and cycling the illuminator power switch to the off position and disconnecting the illuminator communication cable. Upon powering the system on, a recurrence of the system message occurred. Tse recommended selecting fault recover and using an alternate illuminator unit. The customer continued the procedure using an alternate light source. The procedure was completing as planned with no reported injury.